Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 4-nov-2020 and 22-may-2021 revealed that the pacing threshold trend curve showed varying values between 1.5v and 2.1v with a gradual increase to 5v. A varying sensing amplitude between 11mv and 15mv with gradual decrease to 5.6mv was noted. Further analysis demonstrated the gradual increase of the pacing impedance from 400ohms to 920ohms. The shock impedance was found varying between 65ohms and 85ohms during the available recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 108 months, oversensing on the ventricular channel was reported. The physician decided to add a new lead to the patient. An out of service date was not provided for this lead.